Event description:
On (B)(6) 2015, nakanishi received an email from a distributor ((B)(4)) saying that a patient was burned due to overheating of a handpiece. Details are as follows. A dentist was providing the patient with dental treatment using the handpiece, forza f5. The patient complained about the handpiece overheating. The patient was not anesthetized. The dentist did not feel the heat at the moment when the patient complained, because the part the dentist was holding in his hand was not the part that overheated. After hearing the complaint from the patient, the dentist touched the handpiece headcap and felt the heat. According to the dentist, no long term health damage was caused by this event and the patient is expected to fully recover.

Manufacturer narrative:
On october 14, 2016, nakanishi heard from the distributor that no additional information regarding the patient was available. Due to the device not being returned from the distributor, nakanishi inc., (B)(4) (manufacturer) made the DHR examination as the investigation approach. As a result of the examination, the DHR indicated that no problems occurred during manufacturing and testing of the subject device.